Manufacturer narrative:
The returned unit was received with threads stripped on the right side. The mayfield 2 lock had up and down movement, but the teeth were grinding when rotated. The device history record (DHR) showed no abnormalities related to the reported failure. The complaint has been confirmed by service and repair. The unit did not meet all specific functional testing. Repairs will be performed. Linked to mfg report number 3004608878-2020-00503.

Event description:
This is 2 of 2 reports. A customer requested for a repair of their a3059 mayfield composite series skull clamp. No other clinical information has been forwarded.